Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the emergency room complaining of syncope and shock. Device strips were reviewed which showed loss of capture in both the right ventricle (rv) and left ventricle (lv). This causes a long short syndrome which causes intermittent ventricular tachycardia. The device was interrogated and loss of capture was observed again in the rv and lv at max outputs which required the patient to be externally paced for several minutes until a temporary lead pacing wire was used. Technical services discussed a possible connection issue since range of motion and pocket manipulation did not show any variation in impedance readings, however noted this was unusual as more that one lead is involved. Two days later during a pre-operative check, device interrogation revealed a message indicating the voltage is too low for projected remaining capacity. Technical services was contacted again and recommended replacing the device. The device pocket was then opened and as soon as the physician tugged on the rv lead "popped out" of the header.

Manufacturer narrative:
The device has been returned and is currently in analysis. When analysis is complete, this report will be updated accordingly.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in premature battery depletion. The pacing issues were due to a loose set screw as identified during the explant procedure.